Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for undefined high superior vena cava (svc) coil impedance. The rv lead was reprogrammed as the svc coil was removed from the shock sequence. The rv lead remains in use. No patient complications have been reported as a result of this event.